Event description:
The customer stated that her blood glucose had been low, so she went to the hosp. On the way to the hosp, she tested her glucose and received 4 readings of "hi", 197, 73, and 104 mg/dl. When the customer arrived at the hosp, her glucose was very low, although she did not provide an actual result. No other info was provided about the hosp visit. The customer did not have any test strips left, but the meter is to be returned for evaluation. A replacement meter will be sent.